Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was being done when the suture detached from the needle (e.g. Found in package, removal from package, during passage through tissue, during tying, etc.)? No further information is available. Could you please provide the lot number? No further information is available. Event date? No further information is available. Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was found that the needle had been detached from the suture. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample control release of product code jb840 was received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area was noted to be as expected, no marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that seven-needle/suture combinations control release of product code jb840 were received for evaluation. The code is multistrand count and each packet contains eight strand. Visual inspection of seven strands, and the swage and attachment area was noted to be as expected. The sutures were dispensed and examined along the strand and no defects or damaged were observed. A functional test was performed, and the pull force meet requirements. The event described could not be confirmed as the device performed without any defect noted. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.